Manufacturer narrative:
It was reported that lift works fine in lift mode but when using remote its not working". There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the "lift works fine in lift mode but when using remote its not working".